Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is based on the customer's report of "beginning of (B)(6)". The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a scan result of 140 mg/dl on the adc freestyle libre sensor that was lower when compared to a reading of 260 mg/dl obtained on a competitor brand meter. Customer experienced symptoms described as "numbness, fatigue, fast heart beat, vomiting, and eye disorder" and was admitted to a hospital. In the hospital, customer was diagnosed with diabetic ketoacidosis (dka) and received insulin via intravenous infusion as well as intravenous glucose. Customer remained hospitalized for 3 days. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported receiving a scan result of 140 mg/dl on the adc freestyle libre sensor that was lower when compared to a reading of 260 mg/dl obtained on a competitor brand meter. Customer experienced symptoms described as "numbness, fatigue, fast heart beat, vomiting, and eye disorder" and was admitted to a hospital. In the hospital, customer was diagnosed with diabetic ketoacidosis (dka) and received insulin via intravenous infusion as well as intravenous glucose. Customer remained hospitalized for 3 days. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid sensor serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.   The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation into the reader is required.    Dhrs (device history review) for all libre sensors within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint.    Clinical data was reviewed for the reported complaint and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field.   Stability data for libre sensors was reviewed and showed no anomalies or non-conformance that could lead to the complaint.    A tripped trend review was conducted for the libre sensors and showed no trips.   If the product is returned, the case will be re-opened, and a physical investigation will be performed.